Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient presented to the operating room for a scheduled generator replacement due to normal elective replacement indicator, output inhibition was observed as the pocket was opened with electrocautery. This was an expected behavior if the device is exposed to electrocautery. The device was explanted and replaced without adverse event and concluded successfully. The patient condition remained stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of output inhibition was confirmed in the laboratory. Visual inspection noted electrocautery marks on the device can. It is believed electrocautery exposure resulted in the output inhibition seen during explant procedure. The device was noted to be in backup vvi (bvvi) and was due to low battery voltage and exposure to cold temperature.